Event description:
Accouring to the op report, this valve was explanted due to perivalvular leak with resultant aortic regurgitation. At explant, the patient's heart was "massively enlarged" with an ejection fraction of approximately 20%, global hypokinesia and a "very dilated" ventricle. There was a "large" perivalvular leak "involving 2 to 3 stitches", however, there was "no evidence of active endocarditis" and cultures were negative. The valve was replaced with a sjm 27aj-501, and the patient subsequently expired in 2001. The cause of death was reported to be "cardiac arrest secondary to severe acidosis, poor ventricular function and renal failure".